Manufacturer narrative:
Philips service performed a system reboot to resolve the issue. No parts were replaced. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the ippc failed to boot, and a reboot resolved the issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.